Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The green and white suture ends were cut from the needles to facilitate needle deployment. The handle was pulled straight out with no difficulty and all four needles were emerged from the hub. The reported failure to deploy the needles could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to an transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 16fr. Reportedly, it was not possible to deploy the prostar xl device. A second prostar xl device was successfully placed for preclose. The tavi procedure was finished successfully and the second prostar's sutures successfully used for hemostasis. A femoral angiogram was not taken prior to the procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.